Event description:
As the surgeon tried to close the stapler on the patient, the stapler did not close properly. The doctor tried a second contour stapler and it also did not close. Then, he switched to a different stapler and was able to finish the case.there are 2 staplers reported in this event. They are the same product but only have 1 package.